Manufacturer narrative:
(B)(4). The customer received a replacement unit and the defective unit was returned to covidien. Covidien performed a failure investigation on the backlight inverter (bli) printed circuit board. The root cause of the malfunction was determined to be a cracked capacitor.

Event description:
Covidien received information stating that during patient use, the display on a pb980 ventilator went blank and had a burning smell. The patient was not harmed or injured as a result of the event.